Event description:
Proceduralist attempting to place a cs lead to upgrade dc pacemaker to bi-v pacemaker. Attempted to pull the stylet portion out of lead, resistance felt. Noted the insulation surrounding the lead was tearing and disconnection from the lead outside of the patient. The lead was removed. FDA safety report ID# (B)(4).